Manufacturer narrative:
(B)(4).

Event description:
The consumer reported end of service (eos). The device was off/disabled and was no longer providing therapy. The patient was in jail and the mother did not know if this was elective replacement indicator (eri) or eos. The patient had only told her that he saw the code that meant it was at the end and no longer working. No trauma/falls were related and there was no allegation /dissatisfaction with longevity. The patient was being managed with oral medication sometimes, but they didn't think he really had pain. This was stated to be sudden. The patient had been in bed for the last 4-5 weeks and was not eating due to pain. The pain returned at the same time as the end of device message, which was 7 weeks ago. Additional information received from the consumer in response to follow-up reported that the device had stopped working completely since the first of the year. The prison staff was still jerking him around and not getting anything done about it. Replacement was still pending. Relevant medical history included reflex sympathetic dystrophy (rsd)/causalgia-complex regional pain syndrome.